Event description:
Unwitnessed pt fall, found pt on floor during rounds. Stryker bed exit alarm system in use. Alarm light on indicated by display on foot board. No audible alarm sounds from bed exit system.